Event description:
The event occurred in USA during system restore with no patient involvement. It was reported that the sensor panel ¿ internal pressures (pint and part) readings are sporadic when testing with hmi cable and simulator. No corrosion. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in USA during system restore with no patient involvement. It was reported that the sensor panel ¿ internal pressures (pint and part) readings are sporadic when testing with hmi cable and simulator. No corrosion. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. A getinge technician was sent for investigation on 2026-04-30. The sensor panel was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The technician confirmed, there was no any visible corrosion or contamination. Another sensor panel with a similar failure was investigated by getinge life-cycle-engineering. The most probable root cause is a mechanical damage of the current compensated choke. Further, due to the age of the device and this component sensor panel age related aspects can be considered as well (manufactured on 2017-04-04 ). According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2026-05-06 for the period of 2017-04-04 to 2026-04-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-04-04. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure " pressure readings were sporadic due to a defective sensor panel" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.